Manufacturer narrative:
(B)(4). The customer reported that the incident device was discarded and not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
The customer reported that the plastic insulation fell off of the electrode during a spine procedure. Nothing was left in the patient. The surgeon reported that he bends the electrodes for use. The incident device was discarded by the site.